Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure (idvt) with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the physician "could not draw negative pressure from the sheath." The physician could not withdraw fluid with a syringe from the sheath when he attempted to flush it in the body. The medical team believed there was an obstruction in the stopcock / tubing connection to the sheath. There was no visible damage or separation in the hemostatic valve, hub, or brim cap. The sheath was replaced and the procedure continued. No patient consequences were reported.

Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-apr-2024, the product investigation was completed. It was reported that a patient underwent an idiopathic ventricular tachycardia procedure (idvt) with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the physician "could not draw negative pressure from the sheath." The physician could not withdraw fluid with a syringe from the sheath when he attempted to flush it in the body. The medical team believed there was an obstruction in the stopcock / tubing connection to the sheath. There was no visible damage or separation in the hemostatic valve, hub, or brim cap. The sheath was replaced and the procedure continued. No patient consequences were reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. The device was connected to a syringe with water and irrigated to verify if there was any blockage; however, no blockage was found. A microscopic examination of the hemostatic valve surface showed stress marks on the damage area. A manufacturing record evaluation was performed for the finished device number lot 00002432 and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The broken hemostatic valve condition may be related to the event described by the customer. The instructions for use (IFU) instruct to: always withdraw components and aspirate slowly to minimize the vacuum created during withdrawal. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. To minimize the potential for creating a vacuum in the sheath, remove components and make catheter exchanges slowly. Using standard aseptic technique, remove the sheath from the package. Visually verify that the sheath is not damaged. Place the sheath in a sterile work area. Slowly remove or insert the dilator or other devices. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).